Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6; -11.50 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens had flipped during insertion. The lens was explanted and replaced with a back up lens. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).